Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient presented with pre-op diagnosis as cervical fracture. For which, on (B)(6) 2016, patient underwent posterior cervical thoracic fusion at levels o-th8. Post-op, a rod deviated which was used around level o-th1. Revision surgery was performed on (B)(6) 2016. According to the doctor: the rod might have been flipped because the patient has dropped head syndrome.